Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during in-person training, the user was unable to insert a new insulin cartridge into the ilet due to an apparent issue with the insulin chamber, and a replacement ilet was provided. Symptoms included no reported blood glucose issues. Outcomes included no alerts or alarms and no need for medical care. Investigation included troubleshooting and user education. Investigation of this case revealed cartridge insertion difficulty associated with the insulin chamber component, consistent with a device component malfunction that prevented proper cartridge attachment. It was concluded, based on previously established findings for similar reports, that the cause was a component failure related to the cartridge interface.